Event description:
Patient called to report the loss of 6 v-go's that have fallen off due to the adhesive pad not staying attached to her body, patient also experienced pain at needle insertion site when v-go was falling off. Patient wears v-go on back of her arm and believes it may be heat/water related.